Manufacturer narrative:
The device was manufactured april 27, 2020 ¿ april 28, 2020. One actual sample was received for analysis. Visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality and as a result, no anomaly was identified that could have caused the rupture. The reported condition was verified. The cause of the condition could not be determined, however, the most probable cause of the rupture was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during filling. The set was filled with 5- fluorouracil. There was no patient involvement. No additional information is available.